Event description:
Forced stop to dexcom g6. Inserted new sensor-but it was a bad time as I was about to go to physical therapy exactly when it happened. Had two lows at physical therapy despite treatment. I really needed my cgm during pt and not have it in the 2 hour warm up period until later. We used to be able to extend our sensor with g4 and g5 if we needed to. We need an option to extend our glucose readings until it is safe for us to go through a warm up period. FDA safety report ID # (B)(4).